Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as (B)(4).

Event description:
It was reported that stoma site had redness and pus. The caregiver reported that on (B)(6) 2015 the patient had an issue with the stoma site. The caregiver stated that the stoma site was red and there was pus around the site. There was no odor and no complaints of pain or tenderness reported. The caregiver cleaned the site with hydrogen peroxide. It was kept clean and dry, and new dressing was applied to the site. No other treatment done. The tubing was placed late in (B)(6) 2015. The patient started duopa therapy in (B)(6) 2015. Additional information was received on 11/04/2015 at stated the caregiver confirmed an infection of the stoma site with redness and pus noted. No additional information was provided in regards to the patient's status. Age, weight and gender were asked but not provided.